Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was attempted using a proglide device in the right common femoral artery using the preclose technique after a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was 6f. Reportedly, when the proglide plunger was retracted, a cuff miss occurred. The sutures of two additional proglide devices were placed using the preclose technique. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device an established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that suture placement was attempted using a proglide device in the right common femoral artery using the preclose technique prior to (not after) a transcatheter aortic valve replacement procedure.